Event description:
It was reported that the implantable neurostimulator (ins) had migrated above the original scar and the patient still didn¿t have stimulation in her lower back. It was noted that if the patient would sit down it would protrude. The patient couldn¿t sit because it felt like her pelvic bones were pushing the ins up and it was painful to sit sometimes. This was noticed the month prior to the report. The patient reported she lost 100 pounds but has since put some of it back on. The patient did not have these issues when she originally lost the 100 pounds. No fall or trauma was reported. The patient had met with the manufacturer¿s representative (rep) who added a few programs to try to get it to hit the patient¿s lower back, but it was hitting her ribs and she couldn¿t breathe which w as in (B)(6) 2014. It was noted the patient had moved recently and did not have a healthcare provider (hcp) yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information from the consumer reported that surgery was performed to move it back.